Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The pump supplies were changed to address the issue. The customer¿s blood glucose level was 302 mg/dl. Customer required assistance addressing their bg level and was given a manual injection and adjusted the insulin rate.